Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During insertion, the iol ejected rapidly from the injector and as a result, the capsular bag tore. Intervention was performed in order to enlarge the incision, remove the crystalens, and replace with a sulcus-fixated iol. A vitrectomy was also performed. The patient's prognosis is reported as good. Reference MDR # 2031924-2009-00107.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.